Manufacturer narrative:
Product analysis as found condition (condition of returned device): the axium prime and the unknown echelon-10 microcatheter were both returned within a shipping box, inside of a plastic biohazard pouch, and within an opened axium prime inner pouch. The axium prime was found to be advanced within the echelon-10 microcatheter. Damage location details: no damages were found with echelon-10 hub; however, some dried blood was found within the hub. No damage was found to the catheter body, distal tip, or the marker band. No other anomalies were observed testing/analysis (including sem reports): the echelon-10 total length (measured to the proximal marker band) was measured to be 152.1cm, and the usable length (measured to the proximal marker band) was measured to be 147.6cm. No specification was able to be confirmed as no details were provided for the echelon-10 microcatheter. During testing, after the concerto implant coil was retracted out of the echelon-10 microcatheter, the echelon-10 was flushed, and water exited the distal tip without any issues. An in-house (concerto device) was selected and inserted into the echelon-10 hub and exited the distal tip without any issues. The echelon-10 microcathater worked as intended, and no further damage was observed. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿catheter resistance¿ was unable to be confirmed; however, the event could not be ruled out. No damage was found on the echelon-10 microcatheter. During testing, resistance was unable to be reproduced. A few possible causes of ¿catheter resistance¿ are but not limited to patient vessel tortuosity, flush rate too low, guidewire or delivery system damage, insufficient guidewire or delivery system hydration and insufficient catheter flushing or lack of continuous flush; however, no root cause of the ¿catheter resistance¿ was unable to be determined. It was reported ¿that after connecting to the system and fully hydrating, the axium coil was advanced into the echelon 10 microcatheter¿. The coil came out of the introducer sheath smoothly, and a continuous saline flush was administered and maintained as indicated in the IFU. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an axium coil that had resistance at the distal end of the echelon 10 microcatheter. The patient was undergoing a coil embolization procedure to treat a right posterior communicating artery (pcom) unruptured saccular aneurysm. The aneurysm max diameter was 4.67mm and the neck diameter was 3.28mm. Patient's blood flow was normal; vessel tortuosity was moderate. It was reported that after connecting to the system and fully hydrating, the axium coil was advanced into the echelon 10 microcatheter. However, resistance was felt with the coil in the distal end of the microcatheter. The surgeon attempted to reduce tension in the microcatheter to continue coil delivery but it did not resolve the issue. It was then also a struggle to withdraw the coil smoothly from the microcatheter. The coil was replaced and the procedure was completed successfully. There was no harm or injury to the patient associated with this event.

Manufacturer narrative:
Continuation of d10: product ID apb-3.5-6-3d-es (229655986); product type: implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated: b5, d9, h3, h6: the evaluation codes have been updated for this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The coil came out of the introducer sheath smoothly, and a continuous saline flush was administered and maintained as indicated in the IFU. No kink or damage was observed on either the coil or the catheter after removal. The cause of the resistance was not determined.